Event description:
The customer observed and reported a difference of 10-12 percent delivered dose compared to planned dose. The golden beam data was used for beam configuration. They were treating about 12 patients a day. The dose delivered to the targeted tumor, exceed 15-25 percent of the weekly planned dose for the patient. Breast and esophagus exposed to radiation. The customer did not provide any additional information regarding the patients.

Manufacturer narrative:
Based on the initial information reported. Varian has determined that a MDR is appropriate. Additional follow-up to this MDR is expected once the investigation is finalized.